Event description:
The patient experienced burning in the pocket site, heat along the extension track on her back and a shocking/jolting sensation. Impedance measurements on all but one contact were normal. When the ins was turned off, the heat was reduced but as soon as the ins ¿begins¿ she experiences the heat and discomfort. The device was reprogrammed. She was referred to her neurosurgeon for device revision. Additional information has been requested.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had an appointment for a surgical consult on (B)(6) 2013 and the health care professional recommended an x-ray and CT images for guidance on the lead revision. It was noted that the patient was scheduled for a follow up appointment on (B)(6) 2013.